Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that all conductors were distorted, the guidewire was kinked, the guidewire was stuck in the lead, the lead was damaged at implant, and there was an other (guidewire) finding. The analyst noted that when attempting to pull back the guidewire, it's coating became ensnared with the distal conductor causing the guidewire to become stuck.

Event description:
It was reported that after several different stylets were inserted into the lead, a stylet became stuck in the lead. The lead was removed and another lead was successfully implanted. No patient complications have been reported as a result of this event.